Manufacturer narrative:
The reagent probe was found to have stains from an orange liquid. Precision testing was performed and passed.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for two patient samples from the cobas 6000 e 601 module. The initial results were: sample ID (B)(6) ft4 = 1.76 ng/dl. Sample ID (B)(6) ft4 = 1.78 ng/dl. The results were reported outside of the laboratory and a physician complained the ft4 results were high so the same samples were repeated: sample ID (B)(6) ft4 = 1.88 ng/dl. Sample ID (B)(6) ft4 = 1.97 ng/dl. The assay was recalibrated and the same samples were repeated: sample ID (B)(6) ft4 = 1.53 ng/dl. Sample ID (B)(6) ft4 = 1.61 ng/dl. The reagent lot number was 547168. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the issue was due to contamination of the reagent probe and an operator maintenance issue. Daily cleaning of the reagent probe, the replacement of the reagent probe wash solution, and the handling of the reagent packs are the responsibility of the operator and are described in product labeling. As no further issues were reported, a generic hardware issue can be excluded.